Manufacturer narrative:
UDI not required for product code; implanted date: device was not implanted; explanted date: device was not explanted; PMA/510(k): k062858, k082644. The actual sample was received for evaluation. Visual inspection of the actual sample revealed no blood clot in the appearance. Magnifying inspection found a scratch on the one-way valve. No scratch or no similar anomaly was observed in the sheath tube. X-ray fluoroscopic inspection did not find an anomaly such as a scratch or an obstruction inside the sheath tube. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: before removing or inserting the catheter through the sheath, aspirate blood from the 3-way stopcock to remove any fibrin deposition which may have accumulated in or on the tip of the sheath. Insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the one-way valve was impaired in the air-tightness due to the scratch. When a suction was done during the procedure, air entered through the one-way valve; blood in contact with air was easy to become clots. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus introducer ll h was used during the procedure. During a cag case, an angiographic catheter was inserted in the sheath and cag was performed. Before the hemostasis, they tried to measure pressure from the sheath, however, failed. They felt strange and, withdrew the catheter along with the sheath, and then found blood clots from the sheath. The procedure outcome was not reported. The patient was not harmed.